Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of issue is the power supply assembly. After replacing the power supply assembly, the issue was resolved. The fsr performed calibrations, battery test, and the user verification test according to service specifications.

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault alarms. The customer reported there was no patient involvement associated with the event.